Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a ventricular fibrillation (vf) episode due to suspected oversensing of atrial flutter. The observed oversensing resulted in inappropriate anti-tachycardia pacing (atp) and shock. The vf zone is expected to be reprogrammed at a future date. This device remains in service. No adverse patient effects were reported.